Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection cleared. The recipient's magnet strength was reduced and deemed adequate. The recipient has resumed device use and is doing well. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with pressure necrosis and cellulitis. The recipient was prescribed antibiotics and advised to cease device use for 2 weeks including cleaning the wound twice daily. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.